Event description:
The customer contacted physio-control to report that their device had a service indicator present. The customer also advised that the device intermittently powers on by itself and intermittently reboots by itself in a continuous loop. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control evaluated the customer's device but was unable to verify the reported device rebooting issue. As a precaution, as well as to resolve the unrelated service indication for non-critical event codes, physio replaced both the system controller and user interface pcb assemblies. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.